Event description:
It was reported that during a procedure in which the 7 mm absolute stent was placed in a 7 mm saphenous vein graft (svg) to the obtuse marginal (in the coronary/lad, off label use), the stent was deployed without an issue and everything looked fine. When the pt was back in their room, the sheath was being pulled out of the groin and the stent was seen coming out. The pt was taken to surgery to remove the stent. In reviewing the films, it looked like stent deployment had occurred.